Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID-case# (B)(6). This report is for 1 unknown vertebral spacer unknown vertebral spacer 10mm x 30mm. Device implant date is unknown and device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on a previous transforaminal lumbar interbody fusion of l3-l4. The initial surgery was performed on an unknown date. Post-operative MRI and CT scans, taken on an unknown date in (B)(6) 2013, revealed a nonunion as a result of a suspected fractured vertebral spacer tr. In the revision surgery performed (B)(6) 2014 the surgeon removed 2 matrix polyaxial screws on the left of l3 and l4. He removed all 4 locking caps and two 45mm rods. The surgeon was unable to retrieve the originally implanted spacer and he could not confirm if the spacer was broken. The surgeon placed the second spacer directly next to the existing spacer at l3-l4. The surgeon upsized the two screws he removed from the left of l3-l4 and left the two on the right side in place. New rods and locking caps were implanted. The procedure was completed successfully without patient harm or delay. This is report 1 of 1 for (B)(4). This report is for an unknown vertebral spacer.